Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The reciever was returned and is pending evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and failed due to missing usb door. The receiver passed the charge and boot testing. A receiver functional test was performed and passed all relevant testing. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. The probable cause could not be determined.